Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that hard paddles are defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified defective hard paddles. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that hard paddles are defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The cause of the reported issue was isolated to the defective hard paddles, however further root cause could not be determined. The device was returned to the customer unrepaired per their request.